Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer with supplemental information provided by a nurse in the USA of peritonitis in a patient coincident with dianeal therapy. The patient's wife reported that on (B)(6) 2012 her husband was hospitalized for fungus in the catheter. She stated that the catheter was removed but the patient was still very ill. The patient had not recovered. The rn clarified the patient had two hospital stays. The patient was hospitalized for "stroke like symptoms" on an unknown date in (B)(6) 2012. The rn could not provide any further clarification for "stroke-like symptoms." The patient was discharged from the hospital on an unknown date in (B)(6) 2012. The rn clarified that the consumer reported hospital admission date of (B)(6) 2012 was the patient's second hospitalization. The rn clarified the second hospitalization was for not recovering from "stroke-like symptoms", not "fungus in catheter" or fungal infection. The rn could not confirm patient had continued sickness and weakness. The rn clarified that the patient was diagnosed with fungal peritonitis during their second hospitalization (diagnosis date unknown). The rn clarified fungal infection meant fungal peritonitis. The rn clarified the patient did not have "fungus in catheter" or a tunnel infection. The peritoneal dialysis catheter was removed and patient was switched to hemodialysis during hospitalization. The patient remained in the hospital.

Manufacturer narrative:
(B)(4). Additional information: the problem was not confirmed, as a sample was not returned. Therefore the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 3 involved in this event. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A review of all batch record documents was performed for associated lot numbers h12b10050, h12c12039, and h12c27078 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions were noted.